Event description:
It was reported to the manufacturer, by the end user, per the end user, that rn requested bariatric bed for non-bariatric patient because they "needed more room." Evs delivered bariatric bed after hours and patient fell out of bed. Complaint (B)(4) was entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.